Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that upon interrogation the implantable cardioverter defibrillator (ICD) exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was further noted that the device was in storage mode. The last interrogation four months earlier showed an estimated four years remaining. Technical services (ts) discussed that there is no bradycardia or tachycardia therapy available in storage mode. Urgent device replacement was recommended. At this time evidence suggests the ICD remains in service and no adverse effects were reported. Additional information was received that the ICD was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that upon interrogation the implantable cardioverter defibrillator (ICD) exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was further noted that the device was in storage mode. The last interrogation four months earlier showed an estimated four years remaining. Technical services (ts) discussed that there is no bradycardia or tachycardia therapy available in storage mode. Urgent device replacement was recommended. At this time evidence suggests the ICD remains in service and no adverse effects were reported. Additional information was received that the ICD was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation the implantable cardioverter defibrillator (ICD) exhibited a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was further noted that the device was in storage mode. The last interrogation four months earlier showed an estimated four years remaining. Technical services (ts) discussed that there is no bradycardia or tachycardia therapy available in storage mode. Urgent device replacement was recommended. At this time evidence suggests the ICD remains in service and no adverse effects were reported.